Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt felt what he described as "shocking" at his ipg site. He states it only occurs when he is stretching, moving around, and when stimulation is on. The pt also stated the "shocking" subsided approx an hour after discontinuing the stimulation. A diagnostic test showed normal impedances for all contacts and x-rays verified the lead was fully inserted. A sjm representative reprogrammed the pt's scs system; however, it did not resolve the issue. Pt to f/u with her physician.